Manufacturer narrative:
(B)(4). Device was not available for evaluation. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. Evaluation summary: visual and functional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing could not be confirmed due to the damaged stent.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the herculink elite stent delivery system (sds) was inserted but unable to cross the heavily calcified lesion in the predilated, renal artery. The sds was withdrawn and some resistance was noted removing the stent through the guide catheter. After the sds was removed from the anatomy, the distal end of the stent was noted to be flared. It was thought that the stent became flared during the attempt to cross the lesion. Another herculink was used to complete the procedure. There was no report of an adverse patient effect and no report of a clinically significant delay in the procedure. No additional information was provided.